Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The detachment fiber did not receive heat and melt. Upon receipt, the device positioning unit (dpu) failed electrical testing and the enpower system go light failed to illuminate. The returned connecting cable passed engineering specifications. The most likely root cause of the coil unable to be detached was due to a fracture at the solder joint located inside the resistive heating coil. The circumstances of how and when this occurred cannot be determined. The returned connecting cable passed inspection and functionality testing. Therefore; it is highly unlikely that this connecting cable contributed to the complaint event. There was no manufacturing issue identified as being related to the complaint; therefore, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During coil embolization of a basilar tip aneurysm, it was not possible to detach the deltaplush cerecyte microcoil. One coil had been successfully implanted before this coil and 3 were implanted after. An sl10 microcatheter was used for the procedure and there was no resistance felt between the coil and microcatheter. The device had passed pre-deployment electrical check. There was no serious injury or need for additional intervention.